Manufacturer narrative:
Based on the claim against the product by the customer noting abnormal movement, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse checked the error logs, and no problem was found. A physical check was also performed on universal surgical manipulator (usm) 1 and no problem was found. The clutches of usm 1 were normal. A test drive was performed, and no problem was found. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the universal surgical manipulator (usm) had an abnormal movement after the surgeon's head moved out of the high resolution stereo viewer. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the universal surgical manipulator had unintended movement and did not move in the intended direction. There was no shakiness. There was no patient injury reported.